Event description:
The customer reported that on thursday morning, (B)(6), dr. (B)(6) placed the catheter without any issue. Then, the patient was drained, since the patient experienced some pain, it was decided to drain only half in the operating room and the other half was planned to be performed in the afternoon. The valve cap and dressing were set as requested. In the afternoon, the nurse came to the patient's room to drain him/her. The aspect of the valve had changed but she did not care much and drained the patient normally. When drainage was completed, the nurse discovered that the new valve cap did not fit. She took a look at the initial cap and discovered that one part of the valve had stayed in it. The catheter was removed 30 minutes later. A new catheter was placed on tuesday, (B)(6).

Manufacturer narrative:
(B)(40. Evaluation summary: though a picture of the complaint sample was provided for evaluation, the quality of the picture and the limited information from the picture did not allow the investigation to confirm the reported failure mode. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Per the applicable manufacturing procedure, manufacturing personnel are required to place each tray component within the thermoform tray per the applicable drawing. Personnel do not mechanically alter the component prior to placement. The investigation determined no potential for manufacturing personnel to contribute to the reported failure existed. Also, the entire manufacturing process for tray assembly is a component placement operation. There are no steps within the process where a component is physically manipulated or altered. The investigation determined no potential for the manufacturing process to contribute to the reported failure existed. The valve cap component is inspected as incoming raw material per procedure. A review of the inspection history file for the part noted a raw material ncmr report for excessive flash on the locking tab for lot 100001408904. The ncmr ((B)(4)) investigation determined the excessive flash originated from cavity 2 of a 2-cavity mold. The disposition plan implemented was to 100% visually inspect all units of lot 100001408904 and cull/scrap all valve caps from cavity 2. The remaining units (all caps from cavity 1) were resubmitted to quality assurance for a double normal inspection and subsequent release. However, the complaint investigation was not able to correlate this identified raw material ncmr to the reported failure within the complaint since a lot number was not provided for evaluation. Based on the output of ncmr (B)(4), the complaint investigation determined a very low probability of any contribution to the reported complaint failure mode exists. Based on the investigation results, a definitive root cause could not be identified for the reported failure mode through this investigation as no physical sample has been returned for analysis. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. Although the reported condition could not be confirmed and a definitive root cause could not be determined without a physical sample being provided, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.